Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted. The issue was resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site. Attempts to alleviate the pain with topical patches was done to no avail. Surgical intervention is pending to address the issue.